Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump experienced multiple intermittent unexpected shutdowns. After the shutdowns, the pump experienced difficulties turning back on. Customer confirmed pump display turned on after 30 minutes of attempting to turn the pump back on. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was not impacted.